Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. It was determined that the device had dislocation of the pins, and dislocation of the pressure disk of the tension screw, and trigger sticky. It was noted that the issue of the moving pins and the tension screw have been addressed in CAPA. The assignable root cause was determined to be due to be improper construction and design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device coupling tool side was out of specification. It was noted that there was dislocation of the pins, dislocation of the pressure disk of the tension screw, and sticky trigger. It was further determined that the device failed pretest for check coupling saw blade, trigger test, and check oscillation frequency. It was noted in the service order ¿saw blade cannot be removed / 1x pin is moved¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.